Event description:
The technician indicated the trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend gas springs were worn. The technician replaced the trend gas springs to repair the bed.